Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed random downstream occlusion. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'random downstream occlusion' was reproduced. A review of the event history log (ehl) revealed occurrences of downstream occlusion messages. The reported condition was verified. The cause of the condition was determined to be faulty force sensor. The downstream sensor assembly will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.